Event description:
The doctor reported that the implant was removed due to implant fracture almost two years after initial implant placement. Bone quality around the area was type 1, and oral hygiene around the implant was good. During the surgery, local infection, bone resorption, peri-implantitis, pain, and fixture neck fracture were observed. Patient has since recovered.